Event description:
The customer reported overload faults and a loss of fluoroscopic x-ray functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube, hv cables and igbt assembly were evaluated and recommended for replacement. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.